Event description:
It was reported that approximately three months post dialysis catheter implant, the catheter allegedly emulsified. It was further reported the catheter is scheduled to replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was provided, a manufacturing review was not required to be performed. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the IFU instructs on catheter maintenance. Therefore, the product labeling will be considered adequate investigation summary: one electronic photo was reviewed by daniel mcclellan (bdpi field assurance engineer). The photo shows a partial view of a hemodialysis catheter. The proximal portion of the catheter shaft, the suture wings and bifurcation, and a small portion of the extension legs are visible. The catheter appears to be implanted in the patient. The logo and ¿19 cm¿ are visible on the bifurcation. The bifurcation, suture wings and catheter shaft appear to have a yellowish color. There appears to be a milky white color on one of the extension legs. Based on the photo review, extension leg opacification and catheter discoloration can be confirmed. Although the sample was not returned for evaluation, one electronic photo was provided for review. The investigation is confirmed for extension leg opacification and catheter discoloration, as the photo review identified a milky white color on the extension leg and a yellowish color on the catheter shaft, bifurcation and suture wings. The reported events and findings from the investigation are consistent with material opacification and discoloration issues. The definitive root cause could not be determined based upon available information. H10: g4 h11: h6 (device, method, results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Photos were provided for review. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 08/2020).

Event description:
It was reported that approximately three months post dialysis catheter implant, the catheter allegedly emulsified. It was further reported the catheter is scheduled to replaced. There was no reported patient injury.